Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured within the rated pressure. The procedure was completed with a different device. No patient complications were reported.